Event description:
The safety allegedly did not swing down and catch the safety hook, so the cot was pulled out of the ambulance before the base was down and locked in place. The cot allegedly dropped all the way to the lowest position. No injury reported.